Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message," was confirmed during the functional testing and archive data review. The root cause of the ua07 was due to a failed load cell, likely attributed to failed component(s) or mishandling such as a drop. Upon visual inspection, no physical damage was observed. The archive data indicated several ua07 errors on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated a failed load cell module 2. The load cell was replaced to address the reported complaint. Following service, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on. No patient involvement.